Manufacturer narrative:
Additional information: e1(event site name) baptist health updated fields:b4,b5,b6,b7,d9,d10,e1(telephone)(event site mail),e3,g3,g6,h2,h3,h6(type of investigation, investigation findings, component code, conclusion, impact code),h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the customer reported gas loss in unit and they were able to reproduce the issue. The unit had failed the pim leak test, the pim was removed and replaced as required. Device passed the performance and safety checks according to factory specifications.

Event description:
It was reported during routine testing that the cardiosave intra aortic balloon pump (iabp) experienced a helium leak while a balloon was connected. No patient involved.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experienced a helium leak while a balloon was connected. No patient harm was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.